Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that manual impedance measurements could not be taken from the implantable pulse generator (ipg) and chronic impedance trends showed no measurements. It was further reported that an ipg to right ventricular lead vector electrocardiogram (ECG) was also not able to be obtained. The ipg remains in use. No patient complications have been reported as a result of this event.